Manufacturer narrative:
Updated device evaluation summary completed on 5/6/2020: device evaluation and investigation findings: the device was received with clear fluid. During initial evaluation the device appeared intact. Leak test was performed, in accordance with mentor procedure, and a rent was discovered on the anterior aspect, at junction of shell and patch, measuring approximately 0.8 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Potential cause: the complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 7284748, and no non-conformances related to the reported complaint condition were identified. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: during initial evaluation the device appeared intact. Leak test was performed, in accordance with mentor procedure, and a rent was discovered on the anterior aspect, at junction of shell and patch, measuring approximately 0.8 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 7284748, and no non-conformances related to the reported complaint condition were identified. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Implantation date updated to (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.8 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Complaint was confirmed for rupture. A manufacturing record evaluation (mre) of lot number 7284748 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary surgery with mentor ce med hgt te w/sut tabs 550cc tissue expander which the left side deflated after implantation. As a result patient had the device removed and replaced with allergen device on (B)(6) 2018.

Manufacturer narrative:
Updated device evaluation summary completed on 3/7/2019: the device was received with clear fluid. During initial evaluation the device appeared intact. Leak test was performed, in accordance with mentor procedure, and a rent was discovered on the anterior aspect, at junction of shell and patch, measuring approximately 0.8 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).